Manufacturer narrative:
Analysis was performed remote clinical personnel which included communication with the customer biomedical engineer. The biomed used a simulator on the system. He turned the volume from 2 to 10 and could finally hear the audio. The results of the analysis were that the audio was configured to a volume too low to be heard above the other pic ix systems alarming in the room. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the audio configuration. The issue was resolved by increasing the audio volume to the maximum of 10 to be heard above the background noise. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the patient information center ix indicating that users are not hearing the yellow alarms all the time. The device was in clinical use on a patient at the time of the event. No adverse event was reported.